Manufacturer narrative:
(B)(4). Spoke with (B)(6), lab director at (B)(6), where the pt reactions took place. Confirmed the health of the four recipients of the blood products is normal. Two of four have received plt transfusions since the incident date without complications. (B)(6) stated that the standard treatment of transfusion patients having this type of reaction is to administer antihistamines. This action resolved symptoms in the four cases. They do monitor for allergic type reactions during product transfusions. She stated that the incidence rate of 3 reactions in the span of 6 days is highly irregular. Conclusion: since the tubing set was not returned, the cause of the pt reaction remains undetermined. Transfusion reactions are a recognized potential adverse effect.

Event description:
This report is being filed as a result of changes to our MDR eval process. We have changed our process to better align with current agency policy. The (B)(6) called to report that one of their customers, (B)(6) informed them of four pt "allergic type" reactions. Three reactions occurred during transfusion of trima platelet products and one occurred after transfusion. These allergic reactions occurred last week. Each of the reactions was a bit different and included a few of the following symptoms: itching, hives, increased bp, decreased bp, elevated pulse, chills, and shaking. Three of the reactions occurred during the transfusion itself, which was then ended immediately. The forth reaction occurred after the donation and was a bit more severe, it included tightness in the chest. The patients were treated with an antihistamine drug and recovered quickly. The patients are all reportedly doing fine now. This report is being filed due to pt reactions and medical intervention.

Event description:
This report is being filed as a result of changes to our MDR eval process. We have changed our process to better align with current agency policy. The (B)(6) called to report that one of their customers, (B)(6) informed them of four pt "allergic type" reactions. Three reactions occurred during transfusion of trima platelet products and one occurred after transfusion. These allergic reactions occurred last week. Each of the reactions was a bit different and included a few of the following symptoms: itching, hives, increased bp, decreased bp, elevated pulse, chills, and shaking. Three of the reactions occurred during the transfusion itself, which was then ended immediately. The forth reaction occurred after the donation and was a bit more severe, it included tightness in the chest. The patients were treated with an antihistamine drug and recovered quickly. The patients are all reportedly doing fine now. This report is being filed due to pt reactions and medical intervention.

Event description:
This report is being filed as a result of changes to our MDR eval process. We have changed our process to better align with current agency policy. The (B)(6) called to report that one of their customers, (B)(6) informed them of four pt "allergic type" reactions. Three reactions occurred during transfusion of trima platelet products and one occurred after transfusion. These allergic reactions occurred last week. Each of the reactions was a bit different and included a few of the following symptoms: itching, hives, increased bp, decreased bp, elevated pulse, chills, and shaking. Three of the reactions occurred during the transfusion itself, which was then ended immediately. The forth reaction occurred after the donation and was a bit more severe, it included tightness in the chest. The patients were treated with an antihistamine drug and recovered quickly. The patients are all reportedly doing fine now. This report is being filed due to pt reactions and medical intervention.

Manufacturer narrative:
(B)(4). Spoke with (B)(6), lab director at (B)(6), where the pt reactions took place. Confirmed the health of the four recipients of the blood products is normal. Two of four have received plt transfusions since the incident date without complications. (B)(6) stated that the standard treatment of transfusion patients having this type of reaction is to administer antihistamines. This action resolved symptoms in the four cases. They do monitor for allergic type reactions during product transfusions. She stated that the incidence rate of 3 reactions in the span of 6 days is highly irregular. Conclusion: since the tubing set was not returned, the cause of the pt reaction remains undetermined. Transfusion reactions are a recognized potential adverse effect.

Manufacturer narrative:
(B)(4). Spoke with (B)(6), lab director at (B)(6), where the pt reactions took place. Confirmed the health of the four recipients of the blood products is normal. Two of four have received plt transfusions since the incident date without complications. (B)(6) stated that the standard treatment of transfusion patients having this type of reaction is to administer antihistamines. This action resolved symptoms in the four cases. They do monitor for allergic type reactions during product transfusions. She stated that the incidence rate of 3 reactions in the span of 6 days is highly irregular. Conclusion: since the tubing set was not returned, the cause of the pt reaction remains undetermined. Transfusion reactions are a recognized potential adverse effect.

Manufacturer narrative:
(B)(4). Spoke with (B)(6), lab director at (B)(6), where the pt reactions took place. Confirmed the health of the four recipients of the blood products is normal. Two of four have received plt transfusions since the incident date without complications. (B)(6) stated that the standard treatment of transfusion patients having this type of reaction is to administer antihistamines. This action resolved symptoms in the four cases. They do monitor for allergic type reactions during product transfusions. She stated that the incidence rate of 3 reactions in the span of 6 days is highly irregular. Conclusion: since the tubing set was not returned, the cause of the pt reaction remains undetermined. Transfusion reactions are a recognized potential adverse effect.

Event description:
This report is being filed as a result of changes to our MDR eval process. We have changed our process to better align with current agency policy. The (B)(6) called to report that one of their customers, (B)(6) informed them of four pt "allergic type" reactions. Three reactions occurred during transfusion of trima platelet products and one occurred after transfusion. These allergic reactions occurred last week. Each of the reactions was a bit different and included a few of the following symptoms: itching, hives, increased bp, decreased bp, elevated pulse, chills, and shaking. Three of the reactions occurred during the transfusion itself, which was then ended immediately. The forth reaction occurred after the donation and was a bit more severe, it included tightness in the chest. The patients were treated with an antihistamine drug and recovered quickly. The patients are all reportedly doing fine now. This report is being filed due to pt reactions and medical intervention.